Event description:
Customer is complaining about: the customer received 1 occurrence of no tip error on the verseia. The plate and date is: (B)(6) 2013 (B)(6) e9 sample ID =(B)(6). The plate was not aborted and results were released. Second level sign up will be created for the evaluation of the event. Call will be re-queued to srms for reportability assessment. Complainant name: same as reporter. Problem description: issue started on: the date of occurrence was (B)(6) 2013. Frequency: 1 time. Error occurred during: processing. Was any action performed which could lead to the error: none. Other error code: no other errors occurred. Other relevant details: none. Trace/log files from instrumentation: no requested at the time of notification but files may be downloaded for further investigation.

Manufacturer narrative:
On (B)(4) 2013, ortho clinical diagnostics (ocd) notified customers (B)(6) of an ortho verseia® pipetter software issue that can occur during plate processing when the verseia® pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia® pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s nj district on 27 august 2013 per recall number ortho verseia® pipetter ¿ recall #: 2250051-08/27/2013-001-c. (B)(4).